Event description:
The customer reported an uncontained clear fluid leak of approximately twenty (20) ml under the triple transducer module (ttm) inside the coulter lh 780 hematology analyzer. There was no report of injuries, erroneous results, direct physical contact with the leak, or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves, goggles, and laboratory coat when the leak occurred. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.

Manufacturer narrative:
The fse found a clogged port in waste chamber vc26 causing the waste chamber to overflow. The fse cleared the clog and the instrument ran without leaks. The repairs were verified per established procedures. (B)(4).